Event description:
It was reported that the customer had noted the pump was broken. The pump would say to check the IV set as soon as the IV was put in which was resolved with replacement of both pressure sensors and it started working great. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.